Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a different rate or volume than programmed. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom "flow accuracy," which was not confirmed through review of the event history log or reproduced during evaluation. The device passed all flow rate testing and assignable cause was unable to be determined. There is no corrective action required in relation to the reported symptom. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-03683 can be removed from the FDA database.